Event description:
Int'l affiliate reports valve's operating pressure did not perform as expected after being set to 30mm h2o. The surgeon had expected the ventricle to drain but that did not occur. The valve was explanted.